Event description:
As reported by the patient's husband, the patient cut her retina while wearing an unspecified ciba vision contact lens. He stated that after the contact lens was examined, a sharp edge was observed. His wife attempted to insert the contact lens and it made a fine cut on her eye. The patient was admitted to the hospital (date not provided) and had just finished having an unspecified surgery. Additional information was requested, but not provided.

Manufacturer narrative:
(B)(4). The complaint sample was not made available for evaluation. As the exact product in use was not identified, and the lot number was not provided, a manufacturing investigation cannot be performed. The root cause cannot be determined. (B)(4).